Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer on 07-jun-2019 who reported that the patient almost died and went septic after the pump was implanted. No further complications were reported or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient had their pump replaced due to normal battery depletion and ever since they have been in a lot of pain. It was reported that the patient was experiencing withdrawal symptoms and nervous leg. The withdrawal symptoms was clarified as "just pain." It was reported that the pump was not alarming. The patient was currently in the intensive care unit (ICU) due to the pain in their back and also an infection that developed after the pump replacement. It was reported that the patient never had pain like this before the pump was replaced. It was reported originally that the infection was in the kidneys, but then it was changed to "the female organ." It was reported that the infection had gotten worse. The consumer reported that they thought the patient was on clonidine and morphine but they weren't sure. It was reported that the patient had nervous leg 5 years ago and took drugs for it. No further complications were anticipated/reported.